Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as a faulty charged coupled device was discovered. Additionally, the cable was noted to have severe kinking. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the hd autoclavable camera head would not produce an image during a unspecified procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply power such as bending, pulling, torsion, crushing, etc. To the camera cable. There is a possibility that the camera cable is disconnected. If you wipe the camera cable outer surface, it is not rubbed strongly the camera cable. There is a possibility that the camera cable is disconnected. Busy is not a camera cable, operating the endoscope holding the camera head. There is a possibility that the camera cable is disconnected. Do not fix camera cable using pears etc. There is a possibility that the camera cable is disconnected. Camera with a cable, you do not pull out the video connector. There is a risk of disconnection excessive force is applied to the camera cable.¿ the root cause could not be determined. However, based on the results of the investigation, it is believed that the reported event was caused by external force being applied to the device. Olympus will continue to monitor the field performance of this device.